Event description:
MFR rec'd a law suit from an attorney alleging that a power wheelchair ceased operating on a dark street and was subsequently struck by a truck. As a result, the user died. The suit also alleged that the driver of the truck was impaired through the use of alchol and traveling at an unsafe rate of speed. The owners manual for the wheelchair warns against operating on streets or highways. Evaluation of the wheelchair has not been permitted or provided.